Event description:
4fr power PICC bard sapiens ECG tls inserted and per sapien tool, PICC was in the distal svc/ra (peak p-wave without negative deflection). X-ray showed the PICC curve back into a vessel medial to the svc and the angle approx 35 degrees. X-ray taken and on pac, the PICC was retracted 4cm and another x-ray showed it was no longer angled medially and in the svc. The variance was documented in the variance book, with an attached x-ray report and the EKG printout proving the peak p-wave. The bard sapiens tool as well as the sherlock indicated the catheter was downward in the distal svc per peak p-wave. Sherlock tool did not indicate a kink with medial deviation. PICC was repositioned and left in patient. No harm to the patient.